Event description:
A patient service representative (psr) contacted zoll customer support while fitting (B)(6) male pt to report inability to baseline with the electrode belt. The system was declaring asystole and displaying a 'flat-line' signal on both channels. The pt was fit with a functional electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (inability to baseline / asystole alarms / flat-line signal) has been confirmed. As received, the trunk cable connector was cracked and the brown -5v power supply was broken. The cause of the inability to baseline is the asystole alarms. The cause of the asystole alarms is the flat-line signal. The cause of the flat-line signal is the damaged -5v power supply. The cause of the damaged power supply is the cracked trunk cable connector. The root cause of the cracked trunk cable connector cannot be positively identified but was likely the result of excessive force. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.